Event description:
Customer called to report that the unicel dxc 800 synchron system intermittently generated false carbon dioxide results. The results were reported outside the laboratory; however, the results were flagged and the samples were repeated on the other dxc instrument in the laboratory. The results were then amended, and patient treatment was not affected. The field service engineer (fse) inspected the instrument and found that the electrode ports required cleaning. The fse then cleaned the ports and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
An additional medical device report was filed based on the same complaint, for patient sample results that were generated on the previous day, as medwatch #2050012-2012-00375 (B)(4).